Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using wearing the infusion set for 7 days. Tandem clinical support informed customer that wearing the infusion set for 7 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 282 mg/dl.